Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Limping [gait disturbance]. Pain in right knee that radiates to right hip [arthralgia]. Swelling of right knee [joint swelling]. Case description: spontaneous report was received on (B)(4) 2011, from a consumer, regarding a (B)(6) female pt, initials (B)(6) with osteoarthritis, torn meniscus, and cyst. On an unspecified date in (B)(6) 2011, the pt initiated synvisc-one injection of 6 ml once into the right knee. The synvisc-one lot number was not provided. On an unspecified date the pt experienced constant agonizing right knee pain that radiated to her hip, right knee swelling on the inside of her knee, and walking with a limp. Treatment medications were reported as z-pak, tylenol #3, muscle relaxer and oral steroids. Medical intervention of oral steroids makes this a serious event. The action taken with synvisc-one was not reported. The pt's outcome of right knee pain and right knee swelling was not yet recovered. The pt's outcome of walking with a limp was reported as better after taking oral steroids. Concomitant medications were not provided. The intensity for the events was not provided.